Manufacturer narrative:
Sientra complaint case (B)(4). Sientra performed testing on lot/batch number retained by the manufacturer. Investigation: the device was tested to iso 10079 which specifies that containers must be tested to 95kpa for implosion resistance. It appears that some liposuction machines can go beyond this 95kpa threshold and increase the possibility of device cracks/implosion. It is recommended that users replace the unit after a crack or implosion to mitigate any risk of plastic particles that may be generated. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Patient age defaulted to 99 as patient information was not provided. Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The unit cracked from negative pressure. All appropriate steps were followed, suction set to 25mm, normal tubing. 300c of liposuction harvested. No injury to patient. No other effects to system. Changed to a new unit and replaced with thicker tubing. No issues - product was disposed. The doctor thinks the tubing was collapsing and putting too much pressure on the system. The waste canister keeps crushing also. We changed to the thicker tubing. The thin tubing that is what was collapsing....the swapped tubing seemed to work with the backup unit. Additional date collected for complaint on 05.30.23: the sales rep stated that when the viality unit had the increased pressure just before it cracked it wasn¿t just the viality unit that had an issue. The pressure was high enough in the moment it collapsed the waste canister and the suction tubing itself cracked. To negate this, the surgeon removed the normal suction tubing and put in line more of the handpiece tubing which is a much thicker. The sales rep did not get a picture of the pressure gauge when this occurred but he did send images of what pressure they had the device set to which is approximately 95 kpa.